Manufacturer narrative:
On (B)(6) 2019, mentor received additional information indicating the patient's previously unspecified procedure was a breast reconstruction and their race is caucasian. On 9/5/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/17/2019, mentor completed analysis of the device. Device evaluation summary: the analysis results showed that the device appeared intact. Leak testing revealed a tear between the shell and the anterior view (bladder).microscopic examination was performed on the tear and no evidence of instrument damage was observed. No additional anomalies were noted. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: artoura breast tissue expander 650cc, catalog# smxp130ruh, serial#: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent an unspecified procedure with artoura breast tissue expander 650cc and experienced a deflation on the right side post -operatively. As a result, the patient would undergo explantation on (B)(6) 2019.